Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet system while using an infusion set, and the alert resolved after the user changed their supplies following troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond the need to change the infusion set. Investigation included a review of the reported occlusion alert and user troubleshooting steps. Investigation of this case revealed an occlusion associated with the insulin delivery path that resolved with an infusion set change, consistent with a transient infusion set or site issue. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set or insertion-site related obstruction.